Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event due to respiratory rate trend (rrt) oversensing on the right ventricular (rv) lead. Reportedly, the rv pacing impedance has been alternating between 530 ohms and 1750 ohms. Subsequently, the tachy therapy has been programmed off due to a suspect rv lead fracture and has been referred to a lead extraction specialist, as the rv lead is over 19 years old. Technical services reviewed the case and suspected a spring connector issue that is leading to the mentioned alternating impedances, but could not discard the potential lead fracture mentioned. Non-physiological noise was seen in the electrogram, not oversensed. Further information received from the sales representative states that the physician's staff was planning to arrange for the patient's ICD to be reprogrammed. Both this patient's ICD and rv lead remains in service and no adverse patient effects were reported.